Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported that the she had blood glucose of 120 mg/dl. Customer stated that the insulin pump was not working correctly, it was alarming button error. Nothing further was reported.